Manufacturer narrative:
This incident occurred in (B)(6) 2015. The exact date of the event is unknown. The date received by manufacturer is used. Results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the phlebotomist received a contaminated needle stick as a result of the needle's safety device breaking off after use. The source patient is (B)(6). The clinician did received post exposure lab work but it is unknown if she received antiviral medications.